Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline crimped at the distal end and would not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery (ita), opth almic segment with a max diameter of 8mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the pipeline crimped at the distal end and would not open. The pipeline was prepared as indicated by the IFU. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when the device failure occurred. The pipeline was re-sheathed more than two times. The pipeline was re-sheathed and removed with a catheter from the patient. No additional steps or devices were utilized to open the pipeline. A dapt (dual antiplatelet treatment) was administered and the pru level was 179. The angiographic results post procedure displayed stagnation in the aneurysm. There were no patient symptoms or complications associated with this event. Ancillary devices include a ballast .008 80cm sheath, a navien .058x115cm guide catheter, a phenom 27 microcatheter, and a traxcess guidewire.

Manufacturer narrative:
The pipeline flex embolization device and phenom 27 catheter were returned for analysis. No damage was found with the phenom 27 catheter hub; however, the pipeline flex braid was found within the hub lumen. No bends or kinks were found with the phenom 27 catheter body. The pipeline flex pusher was found extending out from within the phenom 27 catheter distal tip for ~51.5cm. It appears the pipeline flex pusher was backloaded into the phenom 27 distal tip. The pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. The pusher proximal bumper and resheathing pad were found intact. The pusher distal core wire was found broken proximal to the ptfe sleeves. The phenom 27 catheter was dissected (cut), the pipeline flex braid, ptfe sleeves, and tip coil were removed from within the catheter hub. The pipeline flex braid ends were found damaged (frayed). The distal end of the braid was not found fully open. Dried blood was noted on the braid, ptfe sleeves, and tip coil. The tip coil was found damaged (bent). The pipeline flex pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report was confirmed. It is likely the damage found with the pipeline flex braid, or the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Regarding the broken pipeline flex pusher distal core wire, the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation, pusher separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. The patient¿s vessel tortuosity was ¿moderate¿. However, as the core wire failed via torsional overload it is likely some excessive force was used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.